Manufacturer narrative:
(B)(4). The customer reported the battery failed to charge. There was no report of pt involvement. A philips filed service engineer went to the customer site and verified the failure. The device failed to power up on battery power. The field service engineer replaced the battery which resolved the failure. The device passed performance testing and remains at the customer site.

Event description:
The customer reported that the battery failed to charge. There was no report of pt involvement.